Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that since implant ((B)(6) 2016) their device took too long to charge. It was reported that it took 2.5 to 3 hours to charge their ins each time. They stated that it was uncomfortable for the patient to have the plastic disc (insr antenna) over the ins to charge. They stated that during their trial period the rep told the patient that it would take an hour a week to charge, however, they stated that that was not true for the patient. They stated that the rep was misleading and that the patient would have thought more about getting their ins if they would have known how long it would really take to charge it. They mentioned that they were getting full coupling when they were charging and that they would start charging when the ins was halfway full. It was also reported that the ins hadn¿t taken their pain away as they expected. They stated that they still had chronic back pain and the ins didn't help that much. However, they did indicate that they tried to turn the ins off for several days and they noticed that there was a c hange with their chronic pain. They stated that they noticed that they needed their ins on and that the ins did help with their chronic pain. The patient stated that they had met with a manufacturing representative (rep) several times in the first six months or so, to have their stimulation adjusted. The patient stated that if their stimulation was set higher, then the patient would get more relief, but it got to the point where if it was too high, then the patient could feel the stimulation. They stated that they didn't like to feel the stimulation on their back. They state that if they set the stimulation too high then the ins battery ran low and the patient had to charge it more often. They state that the patient was not taking any medication except tylenol. It was further explained that the patient was good in the morning, but after the patient started doing things, like fishing, their back would get pretty sore. They stated that it had never taken their chronic back pain away. They stated that the ins didn't take the pain down to the level where it was ¿even an ache¿. It was reviewed that the charge time can be based on the efficiency and where the ins battery was when starting the charge. It was reported that the patient¿s device taking too long to charge, being uncomfortable to charge and th eir chronic back pain have all been occurring since they were implanted ((B)(6) 2016). No further complications were reported/anticipated.